Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 470 mg/dl at the time of the event and 263 mg/dl at the time of the call. The customer was reporting the pump was not delivering insulin properly. Troubleshooting was performed and found that the customer was treated in an emergency room with an IV insulin drip. The customer was reporting symptoms like nausea and vomiting as a result of blood glucose. The pump was used within 48 hours and the auto mode was not active at the time of the event. The customer was admitted to the emergency room on (B)(6) 2023 for 4 hours and the blood glucose value at the time of hospitalization was 470 mg/dl. The customer reported symptoms like feeling sick, increased thirst, and could not breathe at the time of hospitalization. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 19-apr-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 19-apr-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 54.575 dailytotalofbasalinsulindelivered = 20.275 dailytotalofbolusinsulindelivered = 34.3 04/19/2023 09:05:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7.3 bolusamountdelivered = 7.3 04/19/2023 11:17:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5 bolusamountdelivered = 5 04/19/2023 18:03:52.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10.2 bolusamountdelivered = 10.2 04/19/2023 21:13:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.6 bolusamountdelivered = 6.6 04/19/2023 22:29:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.2 bolusamountdelivered = 5.2 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 25-mar-2023 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date 12-nov-2021 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 11/09/2021 17:39:06.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/09/2021 19:23:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/09/2021 21:06:42.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/10/2021 21:33:47.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/11/2021 15:37:30.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/11/2021 20:01:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/11/2021 22:22:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/12/2021 09:34:26.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/12/2021 10:47:26.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/12/2021 13:47:53.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/12/2021 16:47:04.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/12/2021 19:24:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged/broken battery cap/battery cap contact noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Battery cap broken/cracked/damaged and battery cap contact missing/damaged were not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.